Event description:
It is reported that the patient was revised due to the coupling mechanism being broke. The sockets and pins were exchanged.

Manufacturer narrative:
This report will be amended when our investigation is complete.